Event description:
Steris received a call from hospital, who wanted to confirm from steris that sterility could not be guaranteed if the wrong steris quick connect is used to process an olympus scope in steris system 1.